Event description:
It was reported that the product was getting hot at the tip during a wisdom tooth removal. They used another attachment to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The service technician confirmed the complaint that the device overheated and determined that the upper bearing had debris on the bearing which is most likely the cause of the heat. The device will be repaired and returned to the customer.